Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -5.5/+0.5/106 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown and it is unknown if the device failed to perform as intended.

Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Claim#(B)(4).